Event description:
Reference MFR report: 1627487-2013-10026. It was reported the patient ((B)(6)) was experiencing chest stimulation. X-ray imagery confirmed the patient's scs lead had migrated. During the procedure to reposition the lead, the physician observed that the lead anchor was disengaged. The physician pulled the lead down to its previous position and re-engaged the lead anchor to resolve the issue. It was noted that the locking mechanism of the lead anchor appeared to be working properly. The physician felt replacing the anchor would necessitate the opening of the ipg site and re-tunneling of the lead; therefore, she elected to keep the existing lead anchor in situ.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.